Event description:
During a dressing change, the catheter was noted to be leaking upon flushing. A leak was noted approximately 1 cm down from hub. The catheter was discontinued without incident. Consent was obtained for a new PICC to be placed and it was placed the same day without incident.